Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The concomitant device (6209000000, sn (B)(4)) and the partial blade subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken in the handpiece concomitant device. The investigation results for the concomitant device indicate that there was an issue with the ring and wingnut, there was also a loose bearing retainer in the handpiece, which may cause or contribute to breaking blades.

Event description:
During service conducted by the manufacturer, a piece of broken blade was found in the handpiece. It was also reported that there was no associated procedure with this event.

Event description:
During service conducted by the manufacturer, a piece of broken blade was found in the handpiece. It was also reported that there was no associated procedure with this event.